Event description:
A user facility report was received on (B)(6) 2012 from the hosp stating, "membrane on the scope insertion device ripped during case and pieces of the membrane came off and went in pt. Pieces that ripped off and went in pt were recovered by assistant using the device. Device was taken out and no longer used. All pieces were retrieved. No pt injury. Scoped area to validate no pieces were in the wound." F/u info was received from the hosp indicating that the harvester had inflated the balloon with 15-20cc of air. Near the end of the harvest, the balloon burst and the pieces were retrieved through the original incision. The hosp did not report any pt effects. The product is not returned as it was discarded. Note: the user facility medwatch provided by the hosp did not contain the report number.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).